Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately powered on in the clock adjustment screen and cannot switch out of this mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.